Manufacturer narrative:
Our evaluation found one jaw was broken off from the hinge. The other jaw edge had dents, and the shaft was bent. The tenaculum insert was shipped to the customer on (B)(6) 2018.

Event description:
Allegedly, the instrument had broken inside the patient during a procedure. They were able to retrieve the broken jaw and it was reported there was no harm to the patient.